Event description:
The manufacturer received information alleging a simplygo mini portable oxygen concentrator had a burning smell, a shorted input power system, and smoke came out of the back of the concentrator while it was charging. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer for evaluation. The product investigation lab confirmed the main pca (components c128) circuit trace open condition which resulted from a "short to ground," appears to be an eos/esd event. Furthermore, the thermally stressed component vented, and no further damage was confirmed. This thermal event is isolated to the printed circuit assembly substrate (ground) trace area and components. Component venting is isolated to the component and solder lands only. No evidence of creeping is found. Indicative of compressor in need of replacement/overstressed from duty cycle/worn parts/in need of maintenance. Upon visual inspection, the unit appears to have been dropped/neglected/tampered. There are multiple points of physical damage. The main pca appears to have taken a voltage spike or eos/esd. Components c128 (power inlet choke) have partially separated itself away from the pca solder lands. There is black carbon build up around the main pca c128 solder lands. Components c128, short to ground originate from the power inlet side/circuit. This fault/failure mode indicative of inlet dc power surge/eos/esd or even from physical stress from a dropped condition. The product investigation lab can confirm the main pca (component c128 dc power inlet) circuit trace open condition that resulted from a "short to ground," appears to be an eos/esd event. Furthermore, the thermally stressed component separated from the solder lands and self-extinguished. Materials were scrapped/recycled as appropriate. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.